Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a plaintiff family in united states on 10-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2008. Sometime following to the implant, plaintiff began to experience symptoms that included, but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings(interpreted as mood swings), discharge, hot flashes, painful intercourse and back pain. In or about 2014, plaintiff suffered excessive bleeding requiring iron infusions. On (B)(6) 2014, she underwent a hysterectomy and bilateral salpingo-oophorectomy to try and alleviate the symptoms. The reporter considers the events related to the essure. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented heavy excessive bleeding, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, genital bleeding and menses pattern changes may occur. In this present case, consumer experienced heavy excessive bleeding, which required iron infusions, during essure's use. She underwent hysterectomy and bilateral salpingo-oophorectomy to alleviate the symptoms, around 6 years after insertion. This case was regarded as incident, since surgical intervention was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ excessive bleeding / abnormal bleeding") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome in (B)(6) 2016, gravida ii, parity 2 ((B)(6)), pelvic pain on (B)(6) 2008 and swelling of legs on (B)(6) 2008. No polyp, avm or colon cancer. No source for chronic blood loss in colon. No ulcer, erosive esophagitis, barrett's epithelium. Previously administered products included for an unreported indication: yaz in 2008. Concurrent conditions included sarcoidosis since 2010, gout since 2016, nausea, lightheadedness, iron deficiency anaemia, arteriovenous malformation, celiac disease, internal hemorrhoids, hiatus hernia, oesophageal candidiasis, anemia, endometrial polyp, inflammation and nabothian cyst. Concomitant products included allopurinol since (B)(6) 2016, dicycloverine (dicyclomine) since (B)(6) 2015, levothyroxine since (B)(6) 2017 and omeprazole since (B)(6) 2016. In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("painful bloating/ pain / severe abdomen pain"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced pelvic pain ("sharp stabbing pelvic pains"), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings (as written)"), hot flush ("hot flashes") and back pain ("back pain"). The patient was treated with iron, ibuprofen and surgery (hysterectomy with bilateral salpingo- oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain, incontinence, dysuria, abdominal distension, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, dyspareunia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.1 kg/sqm. Haematocrit - on (B)(6) 2014: 32 %; on an unknown date: 32 %, haemoglobin - on (B)(6) 2014: 9.5; on an unknown date: 9.5, hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, mean cell volume - on (B)(6) 2014: 81.2; on an unknown date: 74.8. On (B)(6) 2014, endometrial polyp: (B)(6) heterogenous uterus¿adeno vs multiple small hyperechoic fibroids, emc 6.7mm. Hyperechoic areas seen within emc polyp, largest measuring 6.4mm. Right ovary anechoic 1.9cm cyst, left para ovarian cyst 1.4cm, no blood flow within either cyst. Recommended hysteroscopy d&c with myosure. Menorrhagia: patient interested in uterine ablation. Has essure for contraception. On (B)(6) 2008, history: abdominal pain; pelvic pain; leg swelling small hiatal, hernia. On (B)(6) 2011, CT chest abdomen and pelvis. Mediastinal and hilar lymphadenopathy, slightly decreased since the prior study. Multiple pulmonary nodules, slightly increased in size since the prior study. Given these findings, neoplasm is not completely excluded but the most likely diagnosis would be sarcoidosis. Stable 5 mm hypoattenuating lesion in the posterior aspect of the liver. Small stable low attenuation lesion at the head of the pancreas. This may represent a small pancreatic cyst. A small cystic neoplasm of the pancreas is not excluded. On (B)(6) 2015, CT abdomen and pelvis. Interval improvement in a presumed lymph node adjacent to the esophagus, likely related to the patient's sarcoidosis. No evidence of acute inflammatory process. No evidence of nephrolithiasis or hydronephrosis. On (B)(6) 2015, CT urography. No renal, ureteral, or bladder calculi. CT urogram demonstrates opacification of the collecting systems and near-complete opacification of the ureters, without evidence of filling defect. A 1 cm probable lymph node is redemonstrated posterior to the distal esophagus, unchanged. Bibasilar opacities and nodules noted. These are better evaluated on the CT chest performed on the same day. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2018: plaintiff fact sheet and medical record received - all relevant medical history, concurrent condition, concomitant medication and lab test added. Events vaginal bleeding and menorrhagia were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding/ excessive bleeding / abnormal bleeding") in a 52-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome in (B)(6) 2016, gravida ii, parity 2 ((B)(6) 1995; (B)(6) 1999), pelvic pain on (B)(6) 2008 and swelling of legs on (B)(6) 2008. No polyp, avm or colon cancer. No source for chronic blood loss in colon. No ulcer, erosive esophagitis, barrett's epithelium. *on (B)(6) 2014, endometrial polyp: us today heterogenous uterus¿adeno vs multiple small hyperechoic fibroids, emc 6.7mm. Hyperechoic areas seen within emc polyp, largest measuring 6.4mm. Right ovary anechoic 1.9cm cyst, left para ovarian cyst 1.4cm, no blood flow within either cyst. Recommended hysteroscopy d&c with myosure. Menorrhagia: patient interested in uterine ablation. Has essure for contraception. On (B)(6) 2006 transvaginal ultrasound (tvu) test was performed. On (B)(6) 2008, history: abdominal pain; pelvic pain; leg swelling small hiatal, hernia. Previously administered products included for an unreported indication: yaz in 2008. Concurrent conditions included sarcoidosis since 2010, gout since 2016, nausea, lightheadedness, iron deficiency anaemia, arteriovenous malformation, celiac disease, internal hemorrhoids, hiatus hernia, oesophageal candidiasis, hemorrhagic anemia, endometrial polyp, inflammation, nabothian cyst and body mass index normal. Concomitant products included allopurinol since (B)(6) 2016, dicycloverine (dicyclomine) since (B)(6) 2015, levothyroxine since (B)(6) 2017 and omeprazole since (B)(6) 2016. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("irregular and painful menses/ dysmenorrhea (cramping)"), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("painful bloating/pain / severe abdomen pain") and bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge. On an unknown date, the patient experienced pelvic pain ("sharp stabbing pelvic pains/pain"), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), loss of libido ("loss of libido"), mood swings ("wood swings (as written)"), hot flush ("hot flashes") and back pain ("back pain") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, iron and surgery (hysterectomy(full) with bilateral salpingectomy- oophorectomy(bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the pelvic pain, incontinence, dysuria, abdominal distension, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, dyspareunia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 146 lbs. Approximate weight at the time of essure placement 130 lbs. Discrepancy noted as per pfs date of insertion was reported as (B)(6) 2009,and date(s) of removal: (B)(6) 2014 and previously reported as date of insertion: (B)(6) 2006 and date(s) of removal: (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2011: mediastinal and hilar lymphadenopathy, slightly decreased since the prior study. Multiple pulmonary nodules, slightly increased in size since the prior study. Given these findings, neoplasm is not completely excluded but the most likely diagnosis would be sarcoidosis. Stable 5 mm hypoattenuating lesion in the posterior aspect of the liver. Small stable low attenuation lesion at the head of the pancreas. This may represent a small pancreatic cyst. A small cystic neoplasm of the pancreas is not excluded.; on (B)(6) 2015: interval improvement in a presumed lymph node adjacent to the esophagus, likely related to the patient's sarcoidosis. No evidence of acute inflammatory process. No evidence of nephrolithiasis or hydronephrosis. Haematocrit (%) - on an unknown date: 32 %; on (B)(6) 2014: 32 %. Haemoglobin - on an unknown date: results: 9.5; on (B)(6) 2014: results: 9.5. Hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Mean cell volume - on an unknown date: results: 74.8; on (B)(6) 2014: results: 81.2. Urogram - on (B)(6) 2015: 1. No renal, ureteral, or bladder calculi. 2. CT urogram demonstrates opacification of the collecting systems and near-complete opacification of the ureters, without evidence of filling defect. 3. A 1 cm probable lymph node is redemonstrated posterior to the distal esophagus, unchanged. 4. Bibasilar opacities and nodules noted. These are better evaluated on the CT chest performed on the same day.. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 18-mar-2019: significant correction received- events deleted- psychological or psychiatric problems condition: anxiety and mental anguish, migraines, headaches, , dental problems, perforation (fallopian tube(s)), dental cavities, , hair loss, fatigue were removed. Outcome of event pelvic pain from recovered/resolved to unknown were updated. Reporter information and concomitant drugs were removed. Insertion date (B)(6) 2006 and removal date (B)(6) 2016 was deleted. & updated to (B)(6) 2009 & (B)(6) 2014 respectively. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)") and genital haemorrhage ("heavy bleeding/ execssive bleeding / abnormal bleeding") in a 52-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included irritable bowel syndrome in (B)(6) 2016, gravida ii, parity 2 (B)(6) 1999), pelvic pain on (B)(6) 2008 and swelling of legs on (B)(6) 2008. No polyp, avm or colon cancer. No source for chronic blood loss in colon.no ulcer, erosive esophagitis, barrett's epithelium. Previously administered products included for an unreported indication: yaz in 2008. Concurrent conditions included sarcoidosis since 2010, gout since 2016, nausea, lightheadedness, iron deficiency anaemia, arteriovenous malformation, celiac disease, internal hemorrhoids, hiatus hernia, oesophageal candidiasis, hemorrhagic anemia, endometrial polyp, inflammation, nabothian cyst and hashimoto's disease. Concomitant products included allopurinol since september 2016, dicycloverine (dicyclomine) since (B)(6) 2015, levothyroxine sodium (synthroid) since march 2017, levothyroxine since (B)(6) 2017, omeprazole since (B)(6) 2016 and vitamin b since (B)(6) 2017. On (B)(6) 2006, the patient had essure inserted. In june 2006, the patient experienced pelvic pain ("sharp stabbing pelvic pains/pain"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("irregular and painful menses/ dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced migraine ("migraines") and headache ("headaches,"). In (B)(6) 2006, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). In (B)(6) 2007, the patient experienced alopecia ("hair loss"). In 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("painful bloating/pain / severe abdomen pain"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge and dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems") and dental caries ("cavities"). On (B)(6) 2016, 10 years 6 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings (as written)"), hot flush ("hot flashes"), back pain ("back pain") and fatigue ("fatigue"). The patient was treated with iron, ibuprofen, surgery (salpingectomy (bilateral removal of fallopian tubes), hysterectomy (B)(6) 2016) and surgery (hysterectomy(full) with bilateral salpingectomy- oophorectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, incontinence, dysuria, abdominal distension, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, dyspareunia, back pain, headache and dental caries outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, tooth disorder and alopecia had resolved and the anxiety, migraine and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, dental caries, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 146 lbs. Approximate weight at the time of essure placement 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Haematocrit - on (B)(6) 2014: 32 %; on an unknown date: 32 % haemoglobin - on (B)(6) 2014: 9.5; on an unknown date: 9.5 hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion mean cell volume - on (B)(6) 2014: 81.2; on an unknown date: 74.8. On (B)(6) 2014, endometrial polyp: us today heterogenous uterus¿adeno vs multiple small hyperechoic fibroids, emc 6.7mm. Hyperechoic areas seen within emc polyp, largest measuring 6.4mm. Right ovary anechoic 1.9cm cyst, left para ovarian cyst 1.4cm, no blood flow within either cyst. Recommended hysteroscopy d&c with myosure. Menorrhagia: patient interested in uterine ablation. Has essure for contraception. On (B)(6) 2008, history: abdominal pain; pelvic pain; leg swelling small hiatal, hernia. On (B)(6) 2011,CT chest abdomen and pelvis~-1. Mediastinal and hilar lymphadenopathy, slightly decreased since the prior study. 2. Multiple pulmonary nodules, slightly increased in size since the prior study. Given these findings, neoplasm is not completely excluded but the most likely diagnosis would be sarcoidosis. 3. Stable 5 mm hypoattenuating lesion in the posterior aspect of the liver. 4. Small stable low attenuation lesion at the head of the pancreas. This may represent a small pancreatic cyst. A small cystic neoplasm of the pancreas is not excluded. On (B)(6) 2015, CT abdomen and pelvis-1. Interval improvement in a presumed lymph node adjacent to the esophagus, likely related to the patient's sarcoidosis. 2. No evidence of acute inflammatory process. No evidence of nephrolithiasis or hydronephrosis. On (B)(6) 2015, CT urography- 1. No renal, ureteral, or bladder calculi. 2. CT urogram demonstrates opacification of the collecting systems and near-complete opacification of the ureters, without evidence of filling defect. 3. A 1 cm probable lymph node is redemonstrated posterior to the distal esophagus, unchanged. 4. Bibasilar opacities and nodules noted. These are better evaluated on the CT chest performed on the same day. On (B)(6) 2006 transvaginal ultrasound (tvu) test was performed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-sep-2018: new pfs received- new events added: psychological or psychiatric problems condition: anxiety, mental anguish, migraines / headaches, dental problems, perforation (fallopian tube(s)), fatigue, dental cavities, hair loss were added.new reporters were added.outcomes of events dental problem, dysmenorrhea, hair loss, pelvic pain from unknown to recovered/resolved and events fatigue , migraine, anxiety from unknown to recovering/resolving were updated. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 14-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no (B)(6) can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented heavy excessive bleeding, serious event due to medical importance and listed in essure's reference safety information. After essure insertion, genital bleeding and menses pattern changes may occur. In this present case, consumer experienced heavy excessive bleeding, which required iron infusions, during essure's use. She underwent hysterectomy and bilateral salpingo-oophorectomy to alleviate the symptoms, around 6 years after insertion. This case was regarded as incident, since surgical intervention was required. Other non-serious events were reported. Product technical analysis concluded that there is no relationship between the reported medical event and quality defect. Further information will be obtained through the litigation process.